Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during evaluation the force sensor was found to be out of calibration. Evaluation revealed that the force sensor plate was physically damaged. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored display screen, which have no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned to animas for investigation. Evaluation revealed that the force sensor was out of calibration, and the force sensor plate was physically damaged. This report is made based on results of investigation completed on (B)(6) 2011.